Manufacturer narrative:
Investigator assessed event is unlikely related to device and not related to anti platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the death event as a cardiac death. Cec commented "died at home. No information. Assume cardiac death and possible stent thrombosis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the lad. Approximately 12 months post procedure, patient expired. Cause of death is unknown. Sponsor assessed event is unlikely related to device or anti platelet medication.